Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed under-sensing and there intermittent under-sensing of the r wave. It was also reported there may have been a slight delay in treatment; however, the patient was not symptomatic. The lead remains in use and no patient complications have been reported as a result of this event.